Manufacturer narrative:
Bed model and serial number was not recorded in order to locate bed to perform an evaluation. It was also confirmed that the account did not have any beds out of service at the time that require any fowler repair. Unable to locate bed for evaluation.

Event description:
It was reported that the fowler function was intermittent. No adverse consequence or clinically relevant delay in treatment was reported.